Event description:
A technician found that the head end brakes on this bed were inoperable.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The tech replaced the rocker link and hex rod in order to resolve the problem.